Event description:
It was reported that the patient experienced muscle stimulation. The lead insulation was abraded and the lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.